Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced difficulty and complications during extubation. The patient was going to be admitted in to the intensive care unit. The patient had renal issues. The pump was filled with medication but pump update (including a priming bolus) and therapy had not been initiated. The device system was used to deliver hydromorphone (dilaudid), clonidine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ catheter; product ID, 8590-1 lot# n310167, serial# implanted: 2012 (B)(6), explanted: product typ accessory (B)(4).

Event description:
Additional information: it was reported that the cause of the event was 'airway issues'. The patient was extubated too early and there was difficulty 'getting the tube back in'. The patient outcome was reported as a serious life threatening injury/illness but recovered without sequelae.